Event description:
The customer reported the evis exera iii video system center screen turns blank when cauterizing with the esg-150. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to obtain another power cord and attempt the esg-150 on a different circuit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the loss of image occurred due to a poor video cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.